Manufacturer narrative:
An attempt has been made to clarify the event of the unintended motion. It is unknown if there was a malfunction resulting in the event. It was reported that the dealer found no issues with the chair. If additional information should become available, this record will be updated accordingly.

Event description:
Dealer advised end user and chair was in bathroom and chair turned on by itself and ran into the toilet which removed it from the base and the floor and chair pinned end user against the wall and was bruised. Dealer advised end user did not seek medical attention. Dealer advised end user husband came in and was able to remove chair off of wife. Dealer advised end user was able to fix herself up on her own in reference to bruises. Dealer advised end user is currently still using the chair with no further issues. Dealer could not provide any further information. Update from consumer affairs on 06/07/2016: the dealer he stated that they serviced the chair and their are no error codes or issues with the chair. No one was in the bathroom with the end user when the alleged incident happened and they said it is possible that she bumped the joystick while transferring to the toilet and could've turned it on and not realized it. No further information is available or known at this time.